Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. The reported complaint could not be reproduced during evaluation. The pneumatic block was replaced to address the issue. The device will be serviced, cleaned, calibrated and tested before it is returned to the customer. Resmed reference#: (B)(4).